Event description:
Sorin group received a complaint reporting an inability to establish flow through the revolution centrifugal pump head during a procedure. It was also reported that the pump head was used to circulate priming solution with no issues for 2 hours prior to starting the procedure. The pump head was changed out and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the revolution centrifugal pump head. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a complaint reporting an inability to establish flow through the revolution centrifugal pump head during a procedure. It was also reported that the pump head was used to circulate priming solution with no issues for 2 hours prior to starting the procedure. The pump head was changed out and the procedure was completed without further issues. There was no report of pt injury. The pump head has been returned for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.